Manufacturer narrative:
Initial reporter city: (B)(6). (B)(4). Investigation result: a visual examination of the returned complaint device did not show visual defects. A functional examination was performed and the balloon was inflated successfully and no resistance encountered. The balloon was able to be successfully deflated. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is no problem detected since the device complaint or problem cannot be confirmed.   A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used in the papilla during an endoscopically performed biliary drainage (epbd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that there was difficulty in inflating the balloon, after adding pressure the balloon successfully inflated; however, it cannot be deflated. Reportedly, the catheter was forcibly removed from the patient and papillotomy was additionally performed. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). Problem code for the reportable issue of balloon failed to deflate. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used in the papilla during an endoscopically performed biliary drainage (epbd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that there was difficulty in inflating the balloon, after adding pressure the balloon successfully inflated; however, it cannot be deflated. Reportedly, the catheter was forcibly removed from the patient and papillotomy was additionally performed. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.